Event description:
It was reported by an international mallinkrodt facility pt difficulties with the fit and placement of two (2), size 8 cfs, cuffless tracheostomy tubes. The pt reportedly experienced minor discomfort and breathing difficulties shortly after placement of each device. The pt was reintubated with a backup device and returned to baseline condition. Additional info reported indicated that the device usage routinely consists of the interchanging of inner cannulae. This practice is contraindicated in the MFR's device labeled instructions for use. There was one (1) pt involved with no reported pt injury. The two (2), size 8 cfs devices were returned to the MFR for decontamination, analysis and investigation on 10/23/98.